Event description:
The customer reported the device was giving restarts. The manufacturers field service engineer (fse) was unable to duplicate the reported restarts, yet noted a 1014 vent inop occurrence in the daignostic history log. A 1014 code indicates a post timer/24v failure: system has reset 3 times within the first 30 seconds of operation. The fse replaced the cpu at the customers request. The customer reported no patient involvement therefore no patient harm. The device passed all manufacturers required testing.

Manufacturer narrative:
The manufacturers field service engineer was unable to duplicate the reported problem. The cpu was replaced at the request of the customer.